Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: unknown, product type: lead. Product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a short on top of the lead. The manufacturer's representative (rep) could not recall which electrode, other than it was not being used in programming. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the short was not determined and the rep said the short was not affecting the coverage. The rep did not know which lead was left or right but provided serial numbers for both. No further complications were reported/anticipated.